Manufacturer narrative:
Assessment: during the onsite investigation, the territory manager tested the system and found no problems. He completed a successful system verification to specification. A review of the complaint database for the 12 months prior to the receipt of this complaint indicates no other similar complaints reported for this laser system. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed because the surgeon declined to provide any patient specific information, including patient records. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the reported outcome issues. However, the non-product related factors mentioned above may have been contributors. (B) (4)

Event description:
Adverse event: issues with patient outcome. An ophthalmic surgeon reported "issues" with patient outcomes following refractive surgery. The surgeon was unable to provide the specific patient outcomes he was concerned with.